Manufacturer narrative:
(B) (4).

Event description:
It was reported, the pt was in the emergency room confused. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.